Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer experienced hyperglycemia. The customer's blood glucose value at the time of the incident was 339 mg/dl, the current blood glucose was 483 mg/dl and 450 mg/dl. The customer was treated with 30 units of a manual injection and by using insulin pump. The customer declined troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not able to lower her blood glucose and was not sure if the infusion set, her skin or the scar tissue was the issue. The device will not be returned for analysis.